Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: h6 conclusion code.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b3, h6 medical device ¿ problem code. The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 42.9cm from iab tip. A second kink was found on the catheter tubing and inner lumen approximately 4.3cm from y-fitting. The inner lumen found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing and inner lumen at the kinked location of 4.3cm. The penetration found in the catheter tubing and the inner lumen separation appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and inner lumen causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that a balloon catheter linear 40cc exchange that happened over the weekend. The console in use was a cs300. The balloon catheter in use was a linear 40cc. The cs300 began to sound with autofill failure and leak in iab circuit alarms. They were unable to restart therapy. No patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: b7.